Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and reported no problems were found during the evaluation of the iabp. However, the fse completed service of the unit. The fse performed full calibration, functional testing and safety check to factory specifications; unit passed and was returned to customer and cleared for clinical use.

Event description:
The customer reported that during use on a patient the cs300 intra-aortic balloon pump (iabp) not delivering therapy serval times. No patient injury or adverse event was reported.